Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.50 into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vault and cortical lens opacity was observed on (B)(6) 2023. The lens remains implanted. The problem was not resolved. Status of the eye: "good. No complaints per pt.". The reporter indicated the cause of the event is unknown. H6- medical device problem code: "1494- off label use (keratoconus)" should be added. H6- medical device problem code: "4614" should be removed and "2199" should be added. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2; -5.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports low vaulting without rotation and lens cataract (cortical observed on (B)(6) 2023). Lens remains implanted. Problem is not resolved. It was additionally noted "good. No complaints per patient". If additional information is received a supplemental medwatch report will be submitted.